Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the scope¿s image was blurry. It was also found that there was debris under the eyepiece window, there were dents on the distal edge and the outer tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope had been damaged. The issue was found in preparation for use for an unspecified procedure. There were no reports of harm.

Event description:
The intended procedure was completed using the subject device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained from the customer. Corrected fields: e2,e3,g2,h6 (medical device problem code is being corrected to 1069 - break). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely the event occurred due to excessive use. Olympus will continue to monitor field performance for this device.